Event description:
It was reported that the patient's performance has been decreasing over the last year on the right side. Reimplantation is planned but not scheduled yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.